Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no essure device is found within the right cornual region or the right fallopian tube') in a 21-year-old female patient who had essure (ess205) (batch no. 000000000-inv,626143,12261407) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermachoice iii thermablation procedure.and essure tubal interruption". The patient's medical history included pap smear abnormal, bloating, swelling nos and diarrhea. Concurrent conditions included body mass index normal, menstrual disorder, dysfunctional uterine bleeding, left lower quadrant pain, polycystic ovary, gas evolution in intestine, irregular periods, irritability, quality of life decreased, malaise and endometriosis of uterus. Concomitant products included ethinylestradiol;levonorgestrel (seasonale) from (B)(6) 2004 to (B)(6) 2005 for birth control. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety/mental anguish"), depression ("depression"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("abdominal area pain") and back pain ("pain lower back area"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with nsaids, paracetamol (acetaminophen), phentermine and surgery (hysterectomy with bilateral salpingectomy, unilateral oopherectomy - left). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, anxiety, depression, dyspareunia, vaginal discharge, weight increased and alopecia outcome was unknown, the pelvic pain, abdominal pain and back pain was resolving and the migraine and fatigue had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted: essure insertion date: (B)(6) 2004, (B)(6) 2008. Lot number as per pfs: 626143 and as per mr: right tube (12261407, expires:-sep-2005) left tube (000000000, expires: -sep-2005): 000000000-not valid. Current weight 162lbs. There were 3 coils showing on the right and 4 on the left. Discrepancy noted: previously hsg test was done on an unknown date with result: the essure device was successfully occluded but in current document plaintiff did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: depression, abdominal pain, pelvic pain, weight gain, headaches/migraines, fatigue, back pain, dyspareunia, device dislocation. Lot number reported ( 000000000 ) is not valid. Lot number (000000000 ) is invalid. Lot number: 12261407 manufacture date: 2004-07 expiration date: 2005-09. Lot number: 626143 manufacture date: 2007-10 expiration date: 2009-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no essure device is found within the right cornual region or the right fallopian tube') in a 21-year-old female patient who had essure (ess205) (batch no. 626143,12261407) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermachoice iii thermoablation procedure. And essure tubal interruption". The patient's medical history included pap smear abnormal, bloating, swelling nos and diarrhea. Concurrent conditions included body mass index normal, menstrual disorder, dysfunctional uterine bleeding, left lower quadrant pain, polycystic ovary, gas evolution in intestine, irregular periods, irritability, quality of life decreased, malaise and endometriosis of uterus. Concomitant products included ethinylestradiol;levonorgestrel (seasonal) from (B)(6)2004 to (B)(6)2005 for birth control. On (B)(6)2004, the patient had essure (ess205) inserted. In (B)(6)2004, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety/mental anguish"), depression ("depression"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("abdominal area pain") and back pain ("pain lower back area"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with nsaids, paracetamol (acetaminophen), phentermine and surgery (hysterectomy with bilateral salpingectomy, unilateral oophorectomy - left). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, anxiety, depression, dyspareunia, vaginal discharge, weight increased and alopecia outcome was unknown, the pelvic pain, abdominal pain and back pain was resolving and the migraine and fatigue had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted: essure insertion date: (B)(6)2004, (B)(6)2008. Lot number as per pfs: 626143 and as per mr: right tube (12261407, expires:-sep-2005) left tube (000000000, expires: -sep-2005): 000000000-not valid. Current weight 162lbs. There were 3 coils showing on the right and 4 on the left. Discrepancy noted: previously hsg test was done on an unknown date with result: the essure device was successfully occluded but in current document plaintiff did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: depression, abdominal pain, pelvic pain, weight gain, headaches/migraines, fatigue, back pain, dyspareunia, device dislocation. Lot number reported ( 000000000 ) is not valid. Lot number (000000000 ) is invalid. Lot number: 12261407 manufacture date: 2004-07 expiration date: 2005-09. Lot number: 626143 manufacture date: 2007-10 expiration date: 2009-09. Most recent follow-up information incorporated above includes: on 11-nov-2019: quality safety evaluation of product technical complaint. Lot number field was corrected. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no essure device is found within the right cornual region or the right fallopian tube') in a (B)(6)-year-old female patient who had essure (ess205) (batch no. 626143,12261407,000000000) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermachoice iii thermoablation procedure and essure tubal interruption". The patient's medical history included pap smear abnormal, bloating, swelling nos and diarrhea. Concurrent conditions included body mass index normal, menstrual disorder, dysfunctional uterine bleeding, left lower quadrant pain, polycystic ovary, gas evolution in intestine, irregular periods, irritability, quality of life decreased, malaise and endometriosis of uterus. Concomitant products included ethinylestradiol;levonorgestrel (seasonal) from (B)(6) 2004 to (B)(6) 2005 for birth control. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety/mental anguish"), depression ("depression"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("abdominal area pain") and back pain ("pain lower back area"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with nsaids, paracetamol (acetaminophen), phentermine and surgery (hysterectomy with bilateral salpingectomy, unilateral oophorectomy - left). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, anxiety, depression, dyspareunia, vaginal discharge, weight increased and alopecia outcome was unknown, the pelvic pain, abdominal pain and back pain was resolving and the migraine and fatigue had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted: essure insertion date: (B)(6) 2004, (B)(6) 2008. Lot number as per pfs: 626143 and as per mr: right tube (12261407, expires: sep-2005) left tube (000000000, expires: sep-2005). Current weight (B)(6) lbs. There were 3 coils showing on the right and 4 on the left. Discrepancy noted: previously hsg test was done on an unknown date with result: the essure device was successfully occluded but in current document plaintiff did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: depression, abdominal pain, pelvic pain, weight gain, headaches/migraines, fatigue, back pain, dyspareunia, device dislocation. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs & mr received- case becomes incident. Lot number was added. New events abnormal bleeding (vaginal, menorrhagia), anxiety/ mental anguish, depression, , migraines / headaches, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, hair loss, abdominal area pain, pain lower back area and no essure device is found within the right cornual region or the right fallopian tube were added. Event onset date was added. The outcome of event pelvic pain was updated from unknown to recovering. Implant date was updated. Explant date was added. Product information was updated. Concomitant drugs and medical history were added. Patient's date of birth, height, weight and race were added. Reporter's information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no essure device is found within the right cornual region or the right fallopian tube') in a 21-year-old female patient who had essure (ess205) (batch no. 000000000-inv,626143,12261407) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermachoice iii thermablation procedure.and essure tubal interruption". The patient's medical history included pap smear abnormal, bloating, swelling nose and diarrhea. Concurrent conditions included body mass index normal, menstrual disorder, dysfunctional uterine bleeding, left lower quadrant pain, polycystic ovary, gas evolution in intestine, irregular periods, irritability, quality of life decreased, malaise, endometriosis of uterus and fatigue. Concomitant products included ethinylestradiol;levonorgestrel (seasonale) from (B)(6) 2004 to (B)(6) 2005 for birth control. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain ("physical pain/pelvic pain,chronic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety/mental anguish"), depression ("depression"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("abdominal area pain") and back pain ("pain lower back area"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with nsaids, paracetamol (acetaminophen), phentermine and surgery (hysterectomy with bilateral salpingectomy, unilateral oopherectomy - left). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, anxiety, depression, dyspareunia and alopecia outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, vaginal discharge, fatigue and weight increased had resolved and the abdominal pain and back pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted: essure insertion date: (B)(6) 2004, (B)(6) 2008. Lot number as per pfs: 626143 and as per mr: right tube (12261407, expires:-sep-2005) left tube (000000000, expires: -sep-2005): 000000000-not valid. Current weight 162lbs. There were 3 coils showing on the right and 4 on the left. Discrepancy noted: previously hsg test was done on an unknown date with result: the essure device was successfully occluded but in current document plaintiff did not undergo confirmation test. Patient received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: depression, abdominal pain, pelvic pain, weight gain, headaches/migraines, fatigue, back pain, dyspareunia, device dislocation. Lot number (000000000 ) is invalid. Lot number: 12261407 manufacturing date: 2004-07 expiration date: 2005-09. Lot number: 626143 manufacturing date: 2007-10 expiration date: 2009-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-mar-2021: quality safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no essure device is found within the right cornual region or the right fallopian tube') in a 21-year-old female patient who had essure (ess205) (batch no. 626143,12261407) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermachoice iii thermablation procedure.and essure tubal interruption". The patient's medical history included pap smear abnormal, bloating, swelling nos and diarrhea. Concurrent conditions included body mass index normal, menstrual disorder, dysfunctional uterine bleeding, left lower quadrant pain, polycystic ovary, gas evolution in intestine, irregular periods, irritability, quality of life decreased, malaise and endometriosis of uterus. Concomitant products included ethinylestradiol;levonorgestrel (seasonale) from july 2004 to february 2005 for birth control. On (B)(6) 2004, the patient had essure (ess205) inserted. In december 2004, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety/mental anguish"), depression ("depression"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("abdominal area pain") and back pain ("pain lower back area"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with nsaids, paracetamol (acetaminophen), phentermine and surgery (hysterectomy with bilateral salpingectomy, unilateral oopherectomy - left). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, anxiety, depression, dyspareunia, vaginal discharge, weight increased and alopecia outcome was unknown, the pelvic pain, abdominal pain and back pain was resolving and the migraine and fatigue had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted: essure insertion date: (B)(6) 2004, (B)(6) 2008. Lot number as per pfs: 626143 and as per mr: right tube (12261407, expires:-sep-2005) left tube (000000000, expires: -sep-2005): 000000000-not valid. Current weight 162lbs. There were 3 coils showing on the right and 4 on the left. Discrepancy noted: previously hsg test was done on an unknown date with result: the essure device was successfully occluded but in current document plaintiff did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: depression, abdominal pain, pelvic pain, weight gain, headaches/migraines, fatigue, back pain, dyspareunia, device dislocation. Lot number reported ( 000000000 ) is not valid. Lot number (000000000 ) is invalid. Lot number: 12261407 manufacture date: 2004-07 expiration date: 2005-09. Lot number: 626143 manufacture date: 2007-10 expiration date: 2009-09 . Most recent follow-up information incorporated above includes: on 11-nov-2019: quality safety evaluation of product technical complaint. Lot number field was corrected. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no essure device is found within the right cornual region or the right fallopian tube') in a 21-year-old female patient who had essure (ess205) (batch no. 000000000-inv,626143,12261407) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermachoice iii thermablation procedure.and essure tubal interruption". The patient's medical history included pap smear abnormal, bloating, swelling nos and diarrhea. Concurrent conditions included body mass index normal, menstrual disorder, dysfunctional uterine bleeding, left lower quadrant pain, polycystic ovary, gas evolution in intestine, irregular periods, irritability, quality of life decreased, malaise and endometriosis of uterus. Concomitant products included ethinylestradiol;levonorgestrel (seasonale) from (B)(6) 2004 to (B)(6) 2005 for birth control. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain ("physical pain/pelvic pain,chronic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety/mental anguish"), depression ("depression"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("abdominal area pain") and back pain ("pain lower back area"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with nsaids, paracetamol (acetaminophen), phentermine and surgery (hysterectomy with bilateral salpingectomy, unilateral oopherectomy - left). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, anxiety, depression, dyspareunia and alopecia outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, vaginal discharge, fatigue and weight increased had resolved and the abdominal pain and back pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted: essure insertion date: (B)(6) 2004, (B)(6) 2008. Lot number as per pfs: 626143 and as per mr: right tube (12261407, expires:-sep-2005) left tube (000000000, expires: -sep-2005): 000000000-not valid. Current weight 162lbs. There were 3 coils showing on the right and 4 on the left. Discrepancy noted: previously hsg test was done on an unknown date with result: the essure device was successfully occluded but in current document plaintiff did not undergo confirmation test. Patient received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: depression, abdominal pain, pelvic pain, weight gain, headaches/migraines, fatigue, back pain, dyspareunia, device dislocation. Lot number reported ( 000000000 ) is not valid. Lot number (000000000 ) is invalid. Lot number: 12261407 manufacture date: 2004-07 expiration date: 2005-09. Lot number: 626143 manufacture date: 2007-10 expiration date: 2009-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Outcome of event pelvic pain, menorrhagia, vaginal haemorrhage were updated. Reporter information were added. On 9-jan-2020: plaintiff fact sheet received. No new information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no essure device is found within the right cornual region or the right fallopian tube') in a 21-year-old female patient who had essure (ess205) (batch no. 000000000-inv,626143,12261407) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermachoice iii thermablation procedure.and essure tubal interruption". The patient's medical history included pap smear abnormal, bloating, swelling nos and diarrhea. Concurrent conditions included body mass index normal, menstrual disorder, dysfunctional uterine bleeding, left lower quadrant pain, polycystic ovary, gas evolution in intestine, irregular periods, irritability, quality of life decreased, malaise and endometriosis of uterus. Concomitant products included ethinylestradiol;levonorgestrel (seasonale) from (B)(6) 2004 to (B)(6) 2005 for birth control. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain ("physical pain/pelvic pain,chronic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety/mental anguish"), depression ("depression"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("abdominal area pain") and back pain ("pain lower back area"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with nsaids, paracetamol (acetaminophen), phentermine and surgery (hysterectomy with bilateral salpingectomy, unilateral oopherectomy - left). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, anxiety, depression, dyspareunia and alopecia outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, vaginal discharge, fatigue and weight increased had resolved and the abdominal pain and back pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted: essure insertion date: (B)(6) 2004, (B)(6) 2008. Lot number as per pfs: 626143 and as per mr: right tube (12261407, expires:-sep-2005) left tube (000000000, expires: -sep-2005): 000000000-not valid. Current weight 162lbs. There were 3 coils showing on the right and 4 on the left. Discrepancy noted: previously hsg test was done on an unknown date with result: the essure device was successfully occluded but in current document plaintiff did not undergo confirmation test. Patient received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: depression, abdominal pain, pelvic pain, weight gain, headaches/migraines, fatigue, back pain, dyspareunia, device dislocation. Lot number reported ( 000000000 ) is not valid. Lot number (000000000 ) is invalid. Lot number: 12261407 manufacture date: 2004-07 expiration date: 2005-09. Lot number: 626143 manufacture date: 2007-10 expiration date: 2009-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Outcome of event pelvic pain, menorrhagia, vaginal haemorrhage were updated. Reporter information were added. On 9-jan-2020: plaintiff fact sheet received. No new information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.